Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated a falsely elevated stat troponin-I result was generated on the architect i2000sr analyzer. A patient diagnosed with dyspnea, generated an elevated result of 2.137 ug/l. Ck and EKG results were normal. The patient was hospitalized and the following day a new specimen was obtained, yielding an architect troponin-I result of 0.008 ug/l. The original sample was retested with a result of 0.000 ug/l. No adverse outcome was reported.

Manufacturer narrative:
Device performing within specifications. (B)(4). No adverse trends were identified related to the customer's issue. In addition, a lot search did not identify any other related complaints for lot 02978un11. To evaluate the assay's performance, an internal troponin-I panel was tested with reagent lot 02978un11. All of the materials utilized in testing were stored and maintained at abbott laboratories. The panel was within specification, which demonstrates that our assay can accurately detect a known concentration of troponin-I. The returned patient sample was tested by preparing manual dilutions and also tested after treatment with a heterophilic blocking tube. All values from the diluted specimen were outside of the specification range, which indicates the presence of interfering substances. Based on this testing, the source of the discrepancy is related to the patient specimen and not the architect troponin-I reagents. The customer was referred to the limitations of the procedure section of the architect stat troponin-I package insert for further information. Based on the results of this investigation, architect stat troponin-I reagent lot 02978un11 is performing as intended and no additional product issues were identified.